Event description:
Reported by the complainant as follows: installation of the fecal management system fexi-seal in a critically ill patient who triggered a rectal bleeding following after a damage of the device. Requiring transfusion and ligation of an artery in the morning. The event is deemed serious as it required medical and surgical intervention to prevent a life threatening outcome (blood replacement and ligation). From a clinical perspective, a casual relationship between the device and this event is deemed unknown as requests for follow up information went unanswered.

Manufacturer narrative:
Reported to the FDA on (B)(4), 2011.